Event description:
It was reported that during surgery when using the tibial alignment assembly, it was noticed that the ankle clamp would not remain tight within the alignment tube , likely due to over use/age. No harm to patient, no delay occurred, the case finished fine.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned gii tibial alignment tube indicated damage along the body and locking cam, confirming the stated complaint. This device was manufactured in over 23 years ago, showing signs of significant wear from use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.